Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Patient demographics such as age, date of birth, gender and weight were not provided by the customer. Upon further investigation, the customer called back carefusion technical support and reported the aircraft had a power issue and that is why the lap top ventilator 1200 died and stopped ventilating. They have now fixed the power issue with the aircraft. Per results of investigation, carefusion service technician was unable to duplicate ¿stopped ventilating¿. All testing performed using a good known test patient circuit as well as a good known ac adapter. The lap top ventilator passed a 117 hour extended test using the customer¿s settings. The lap top ventilator also passed lap top ventilator final test which includes many ventilation and alarm functions. Internal inspection does not reveal any abnormalities with the ventilator. Review of event trace reveals one ¿ln vent1¿ condition on (B)(6) 2015. Per operators manual, this is caused when operating the ventilator on the internal battery until it is fully depleted. All other event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported that the flight crew dropped off model lap top ventilator 1200 and said it stopped ventilating on the patient. The customer asked for further information from the flight crew and none was provided. He asked multiple times and received no answers. Upon further investigation, the customer was able to confirm the patient was removed from the ventilator and bagged with a bag valve mask for the remainder of transport. The customer also reported the power source used was helicopter power, and not sure if the ac adapter was utilized.